Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment and stent deployment issue occurred. Vascular access was obtained via contralateral approach. The target lesion was located in the right superficial femoral artery (sfa). A non-bsc guidewire was advanced to cross the lesion. Subsequently, a 6x40x130 innova stent was deployed to treat the lesion. In an attempt to remove the stent delivery system (sds) post stent deployment, the catheter became stuck to the guidewire. The stent and the wire were removed as one unit without resistance, losing access through the stent which was not fully deployed and needed post-dilatation. Vascular access was eventually regained, post dilation was performed and the procedure was completed. No patient complications were reported and the patient's status was fine.